Manufacturer narrative:
A field service engineer (fse) found that pinch valve vl13 was defective. The fse replaced the pinch valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the there was no rinse going into the coulter act diff analyzer while the instrument was priming in shutdown. The instrument was generating white blood cell (wbc) vote outs at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.